Event description:
The pt was implanted with an obtape transobturator sling and a tvt sling (not a mentor product). Subsequently, according to the pt's attorney, the pt experienced erosion, infection and pain. No other information is available.